Manufacturer narrative:
Method (86): part not returned. Requested info as follows: f10 f12 f6 f8 f8 h8.

Event description:
Three yrs post restoration a surgical intervention was conducted at implant site #23 (11 u.s.) In an attempt to stop progressive bone loss which measured 10 mm. At the time of this event dfds graft was placed and the ha coating removed. Infection was present. This infection and bone loss led to implant removal on 5/15/96. Pt is same pt as prior MDR reports. M347291, m399375, and m757469.